Manufacturer narrative:
Patient information was refused to be provided by the site. The device was not returned to the manufacturer, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that "no signal" was displayed on the screen and the navigation device could not start. The surgery was completed with a backup product. There was no impact on patient outcome.